Event description:
It was reported that noise on the ventricular channel was observed during a ventricular sense test. Myopotentials or true lead noise was suspected. It was recommended to bring patient in for further assessment. When patient presented in-clinic for follow-up post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.